Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed because the device had no power. An additional issue with the screen interior being dirty was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during testing, the 4k ultra high-definition lcd monitor would not power up. There is no patient involvement, and no harm has been reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the power did not turn on¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the service manual, there are several factors which could cause the power to not turn on, namely: ac power cord of ac adaptor is not connected properly; the breaker or the main power is not turned on; dc power cord of ac adaptor is not connected properly; the power is not turned on, and more. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.